Manufacturer narrative:
D10 concomitant product: egiaradxt, egiaradxt radial blk ext thick reload (lot # n4b1860y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the lower anterior resection, there were difficulties in firing and the instrument made a strange noise. Suturing was performed as a staple line replacement. There was no patient injury. Medtronic's initial evaluation of the incident device found that the articulation lever was disengaged from the instrument.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the articulation lever was disengaged from the instrument, retraction knobs were fully retracted, and there is evidence for proper weld of the articulation because vestiges were observed. Functionally, all components were present with the correct orientation and in the right place. The unit was tested and found properly assembled based on successful loading/unloading, close/open action and firing without the articulation feature. There is evidence for proper weld of the articulation because vestiges were observed. A manufacturing assessment was performed for this event. The manufacturing assessment concluded the reported and forwarded conditions "difficult to fire / instrument made strange noise" were confirmed, but not attributed to material or manufacturing process. It was reported that during the lower anterior resection, there were difficulties in firing and the instrument made a strange noise. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.